Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown m2a cup-unknown. Unknown-unknown m2a stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01714. 0001825034 - 2020 - 01718. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient is experiencing unknown issues. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Reported event was confirmed via medical records and radiographs reviewed by a health care professional. Review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event for item us157848 and 157442. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). D11: us157848 lot 746280 (m2a magnum pf cup, sz 48mm od); 139256 lot 094850 (m2a magnum taper adapter); 11-103202 lot 745950 (taperloc modular lateralized femoral stem, sz 7.5mm).

Event description:
It was reported the patient underwent a revision surgery approximately 10 years post implantation due to metallosis, osteolysis, elevated metal ions and noise. During the procedure gray tissue was noted around proximal femur. Osteolysis noted at proximal femur with greater trochanter fragmentation and displacement, superior and proximal. Magnum cup, head, and taper adapter explanted without difficulty. Attempts have been made and additional information on the reported event is unavailable at this time.